Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the implant was opened and the stem had poked through both plastic barriers. No patient involvement or impact reported. It was confirmed that no further information could be provided.